Manufacturer narrative:
The lot was manufactured between january 15-19, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused medication to the patient. The expected therapy time was 46 hours; however, it was observed that the device completed the medication delivery in 24 hours. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.